Event description:
Revision surgery - due to the stem being undersized it subsided.

Manufacturer narrative:
The reason for this revision surgery was stem subsidence after 5 months, 25 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there are ten complaints against the incident linear stem. Of these ten complaints, four complaints were for hip dislocation, and rest of complaints were for hip instability and pain. Implanting undersized stem during primary surgery as reported in the problem statement is most likely the root cause for this event. Several factors not related to the implant can play a role in subsidence such as patient weight, patient activities, excessive range-of-motion, or trauma and patient bone quality. No information was reported about patient bone condition i.e. Cancellous bone structure/details, operating procedure, or other factors that could have contributed to the above said event. There is no information reported that showed a material, design, or manufacturing problem with the product. Further investigation can be performed only if the information regarding patient's bone quality, physiology, patient injuries, activities, accidents, or medical contraindications and x-rays of prosthesis or surgical reports are provided.